Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) and one 3i t3® non-platform switched tapered implant (bost411) were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was perform using applicable instruction for use, risk files and other available information. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted on the per. The devices were intended for an unknown tooth location. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2014101082) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the screw since the lot number was unknown. Complaint history review was performed for the reported lot number (2014101082) for similar events and no other complaint was identified. Additionally, complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the available information, device malfunction and the reported event could not be verified since the products were not returned.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that a screw fracture in the patients mouth. They ordered an isrt10n tool to remove the broken portion.